Event description:
A 4.0mm diameter x 30mm length ave gfx stent was inserted into a tortuous right coronary artery. It was not possible to cross the lesion located proximal to the target lesion; therefore, the stent and delivery system were pulled back from the coronary artery. Upon attempted removal, the stent was caught on the lesion and displaced partially off the stent delivery system balloon. The physician did not-predilate the lesion with a percutaneous transluminal coronary angioplasty balloon, as indicated in the instructions for use supplied with this product. The stent remained with the pt's coronary artery, and the pt went to bypass surgery. The pt tolerated the surgery well, and there was no additional clinical sequelae reported relative to this event.